Manufacturer narrative:
The device was returned for analysis. The entrapment of device, and difficult to advance could not be replicated in a lab environment. The difficult to open or close could not be confirmed due to the condition of the device. The material separation was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The root cause of the reported difficulties and the subsequent treatments are related to circumstances of the procedure. In this case, based on the information reviewed, it is likely, the guide broke during insertion based on the reported difficulty advancing, then full separation likely occurred during needle deployment or suture harvest. Separated or broke guide would lead to the difficult to open or close and entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a proglide device after an unspecified interventional procedure using a 5f sheath. Reportedly, there was slight resistance when advancing the proglide device in the anatomy. The foot was opened and the device was deployed. The lever was then closed and an attempt was made to remove the device; however, the physician felt the guide/sheath separate and the device was stuck and could not be removed. An attempt was made to retrieve the stuck proglide via contra lateral access and a snare device; however, this was unsuccessful. Cut down surgery was performed and it was found that the distal black sheath had separated completely from the metal guide. Additionally, it was found that the foot of the device was open still and the feet were embedded in the vessel wall (foot still intact with the device). All portions of the device were removed during the cut down surgery. There was a reported clinically significant delay in the procedure or therapy due to the need for the cut down surgery. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.